Event description:
Inability to monitor blood; I contacted abbott customer service about the potential of receiving a counterfeit medical device aka libre freestyle sensor from (B)(6) abbott states that the serial number does not exist in their system. I contacted abbott to tell them the sensor failed-this is how the process began. The customer service rep (B)(4) told me that there is the potential that this is not a us sensor and probably got diverted into the us market and that is the reason the serial code is not recognizable at abbott. I am concerned that there is a larger problem with these sensors being circulated in the us. The sensor failed after 4 days use and also registered error codes of not being able to read glucose levels and to attempt another reading in ten minutes. This problem occurred from 1/24 through 1/27. My suspicion is the sensor is counterfeit. FDA safety report ID # (B)(4).